Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed evidence of multiple call service 064 motor errors on the date of the complaint. The pump was unresponsive with both the returned battery cap and the test battery cap. Upon battery insertion, there was no auditory tone, or vibration alert, and the display remained blank. Evidence of moisture contamination was found in the battery compartment. The pump case was removed to find no evidence of moisture internally. A call service 064 motor error was not duplicated during the investigation. The pump was unresponsive due to moisture contamination.